Event description:
Cancer surgery; started with chemical sensitivities, allergies worsened, general inflammation, discovered breast cancer in (B)(6) 2021. No history of cancer in family except for one male who worked in a shipyard all his life and smoked who died of lung cancer. FDA safety report ID # (B)(4).